Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 12: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positive" results. Customer reported false positive results, suspected instrument issue of crosstalk. Service reimaged all in one (aio) and reinstalled software, completed reader health check and renormalized readers. Performed and analyzed qualification test, instrument performs to the specifications; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
Report 1 of 12: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive patient result was obtained. There was no report of patient impact.